Event description:
It was reported that the ultrasound gastro videoscope exhibited the forceps elevator could not be lowered back down, even when an attempt was made to do so. The event occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.